Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown dynamic hip screw plate. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that subsequent to removal of one dynamic hip screw plate, one lag screw, and four unknown cortical screws on (B)(6) 2016, the patient complained of hip pain over the weekend and returned to the hospital on (B)(6) 2016. It was noted on x-ray that the patient had sustained an intertrochanteric fracture that may have occurred during hardware removal. During the (B)(6) 2016 surgery, two of the four cortical screws broke and the screw shafts were left implanted in the patient. Additionally, the plate would not disengage from the lag screw and became welded together. The two devices were removed as one unit. On (B)(6) 2016, a trochanteric fixation nail (tfn) system consisting of a nail, helical blade and locking screw was implanted for the intertrochanteric fracture. Additionally, the two broken cortical screw shafts that were left in the patient during hardware removal on (B)(6) 2016 were removed. The procedure was completed successfully. This complaint addresses the occurrence of an intertrochanteric fracture and the revision surgery to treat the fracture. Please see related complaints (B)(4) which address and report other associated events. This report is for one unknown dynamic hip screw plate. This report is 2 of 3 for (B)(4).